Event description:
It was reported that the stylet (a support mandrel used in packaging of the delivery system) punctured the physician's hand while he was removing the stent delivery system from the packaging. The physician's blood contaminated product and the device was not used.